Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was evaluated at the distributor. The reported problem (unable to complete a baseline recording) has been confirmed. Upon evaluation, noise was present on the front-to-back and side-to-side ECG channels. The cause of the failure was isolated to an intermittent wire in the distribution node (dn) to rear therapy electrode cable. This failure was consistent with an open driven ground wire in the cable section. There was evidence of physical abuse to the electrode belt. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was unable to complete a baseline ECG recording during a patient fitting.